Event description:
It was reported that the patient presented in the clinic for a device follow up. It was noted that the left ventricular lead exhibited loss of capture. The lead was explanted and replaced. The patient was recovering post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.